Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that the device has a noisy compressor. Based upon the information provided, the device was not in clinical use at the time of the event reported. No harm or injury has been indicated or alleged. A field service engineer will be evaluating the device. Further information is pending.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips by a customer that the device has a noisy compressor. Based upon the information provided, the device was not in clinical use at the time of the event reported. No harm or injury has been indicated or alleged. A field service engineer will be evaluating the device. Further information is pending.

Manufacturer narrative:
Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The international service engineer was dispatched to the site and confirmed the reported problem. The international service engineer resolved the issue by cleaning and resetting the blower assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.